Event description:
Following a successful premature ventricular contractions (pvc) ablation procedure, a pericardial effusion occurred. Three hours following the procedure, the patient began to complain of pain. Echography performed revealed a pericardial effusion had occurred thought to be located at the apex of the left ventricle. A pericardiocentesis was performed and 300 ml was drained. The patient is currently in stable condition and has been released from the hospital. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.